Manufacturer narrative:
The reason for replacing this product is unrelated to the field action.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders had eroded into the distal urethra and the patient also had a fistula in his scrotum secondary to the urethral erosion. A revision surgery was performed in which the cylinders, pump and rte's were removed and replaced and the fistula was closed by the physician. The old reservoir was left behind and a new reservoir was placed on the other side. The patient is expected to fully recover.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders had eroded into the distal urethra and the patient also had a fistula in his scrotum secondary to the urethral erosion. A revision surgery was performed in which the cylinders, pump and rte's were removed and replaced and the fistula was closed by the physician. The old reservoir was left behind and a new reservoir was placed on the other side. The patient is expected to fully recover.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists perforation and erosion as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.